Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and the issue was resolved as the sensor session was successfully initiated without further errors.